Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visit to emergency room due to hyperglycemia on friday night and saturday morning with blood glucose level was 530 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer reported that the seal at the bottom was not sealed all the way, the insulin was not being pushed through the tube and there was some leaking on the bottom. The customer states that the leaks on the insulin pump therefore blood glucose was rising. Customer declined to troubleshooting for high blood glucose only wants to troubleshooting for reservoir leaks. The insulin pump will not be returned for analysis and reservoir will be return for analysis.